Event description:
The physician was attempting to thread the pacer wire and needle to the heart when both broke from the physican's grasp and were retained in the patient.what was the original intended procedure?cab x 1 and mitral valve replacement.device #1is this a laboratory device or laboratory test?no.